Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Information pertaining to the 376 error code was omitted as this was recorded in a separate event. Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. The patient reported a loss of therapy. She stated it wasn&#62752;doing any good anymore and was reprogrammed. The patient was to follow up with a healthcare professional. The representative later met with the patient and he reported that she stated her coverage could be improved slightly. An impedance check showed 1 (9000) and 9 (10,000) were out of range. All other electrodes were in range under 1000. The representative reprogrammed and was able to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.